Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory patient notifier for backup vvi mode. A firmware download was performed successfully. The device was restored to normal function, and remains implanted.